Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, cat#unk, lot#046170. Biomet stem cat#unk, lot#unk. Implex cup part#02-243 cat#2848. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR report were filed for this event, please see associated reports: 0001822565 - 2020 - 00052.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient underwent acetabular revision and head exchange approximately 19 years later due to eccentric poly wear.attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4, h2; h3; h6 reported event was confirmed with x ray provided. Review of the available records identified the following: asymmetric position of the femoral head within the acetabular cup consistent with poly wear. Bones were osteopenic. No other complications were noted. Photographs of the explanted products were provided. Visual inspection identified that the liner had fractured at the rim, most probably from the removal procedure. No further evaluations could be performed with the image provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.